Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Clinic reported a patient who developed lumps/swelling in treated area and tingling sensation from the axilla to elbow 10 days post miradry treatment. The treating physician suspected the lumps/swelling are compressing on nerves which is causing the tingling sensation. Continue to monitor the patient's recovery.